Event description:
During attempt to insert midline cath, rn felt resistance while advancing wire. Rn attempted to pull back but was unable. Upon removal rn noted the wire was not intact. X-ray ordered. Results reflected a small piece of wire retained and catheter noted attached to the wire in the medial aspect of the patient's right arm. The wire measured approximately 1.5cm. Physician notified. The patient underwent fluoroscopic procedure to remove retained wire and catheter. No immediate complications noted. FDA safety report ID# (B)(4).